Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the patient line was pulled away from the cartridge. The customer stated that only the inner tubing was still connected to the cartridge. The customers blood glucose level was impacted above 200 mg/dl. The customer replaced the cartridge and took a bolus.